Event description:
A pt was treated on 2/18/97 into the vermillion of the upper lip. On 3/18/97, the pt developed painful erythema, scaling, papules and pustules on both lips. On 3/18/97, the physician administered an intramuscular injection of an unknown steroid and antibiotic. When there was no symptom resolution, physician later prescribed oral diflucan and oral zovirax (exact date of therapy unknown). The physician did not believe the symptoms were related to herpes or to a fungal infection. She was not sure if they were related to a hypersensitivity. As of 5/12/97, pt's symptoms had improved and pt was requesting add'l collagen therapy.